Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the hospital had made a decision to exchange the pump due to a suspected driveline and pump pocket infection. No additional information was provided. The device was successfully exchanged with another lvad and the patient remains ongoing on lvad support without any further issue.

Manufacturer narrative:
According to the information provided to the manufacturer, the explanted lvad was disposed of by the hospital. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.